Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the insulin pump had high battery consumption. The customer¿s blood glucose was unknown. No further details were given. The insulin pump was returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.